Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube and vibrator assembly. Unable to verify frozen display, button error alarm and no button response due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 117 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.